Event description:
I just received an afinion 2 system. At this time we are concerned that it is not compliant with UDI standards. At this present time there is a serial number on the rating label, but there is no other unique identifiers such as gtin or saleable number. Gudid data might be hard to obtain with only this limited info.